Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure was subsequently performed. The s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system was received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure was subsequently performed. The s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure is anticipated, but has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.